Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead reported in report 2182208000-2011-03109 was indicated as being the source of the infection.

Event description:
A lawsuit alleged that the patient was infected with esbl (extended-spectrum beta-lactamases) and (B)(6) when the device and rv lead were implanted. The patient experienced high fever, strong chills, a non-healing wound and had a prolonged hospital stay. It was also alleged that the patient incurred additional costs due to the prolonged hospital stay as well as being hospitalized again when returning home as the implant took place in a foreign country. The patient lost the ability to engage in gainful employment, experienced huge suffering and has a need for continuous medication. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event, infection.